Manufacturer narrative:
The pump had minor scratches on the lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer dropped the insulin pump on the floor and also bumped the pump. The display was scratched and is difficult to read. The drive support cap does not appear to be damaged. Customer did not press the cap while connected. Customer will be sent a replacement. Customer was asked verbally and in written form to return the broken pump for analysis.